Event description:
Customer reported the rui is not operating. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rui. System operates as intended. (B) (4)